Event description:
This (B)(6) female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure® micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. A20056) inserted. The report describes a case of pelvic pain ("pelvic pain") and endometriosis ("endometriosis"). Medical conditions: subject's last menstrual cycle before essure insertion occurred on (B)(6) 2012, insertion on day 7 of cycle, subject did not receive hormonal manipulation to promote atrophic or proliferate endometrium prior to placement procedure, no anesthesia used during procedure. Concomitant products included ketorolac tromethamine (toradol) on (B)(6) 2012. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On the same day, the subject experienced pelvic pain (seriousness criterion intervention required). In (B)(6) 2014, the subject was diagnosed with endometriosis. The subject was treated with analgesics, surgery (initially tried pain medication, subsequently required bilateral salpingectomy and left oophorectomy, ambulatory surgery). At the time of the report, the pelvic pain and the endometriosis outcome was unknown. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The investigator considered endometriosis to be unrelated to fallopian tube occlusion insert. The reporter commented: outcome was undetermined, patient terminated from study on (B)(6) 2014 and will be followed outside of study. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Pregnancy test - on (B)(6) 2012: negative. Hysteroscopy for essure insertion - on (B)(6) 2012: result: adequate visualization of both ostiae, bilateral successful placement, duration of insertion 2 minutes, left tube trailing length 3 coils, right tube trailing length 6 coils, no adverse events during placement or in the recovery area, subject rated her overall satisfaction with placement as very good. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This (B)(6) year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure® micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. A20056) inserted. The report describes a case of pelvic pain ("pelvic pain") and endometriosis ("endometriosis"). Medical conditions: subject's last menstrual cycle before essure insertion occurred on (B)(6) 2012, insertion on day 7 of cycle, subject did not receive hormonal manipulation to promote atrophic or proliferate endometrium prior to placement procedure, no anesthesia used during procedure. Concomitant products included ketorolac tromethamine (toradol) on (B)(6) 2012. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On the same day, the subject experienced pelvic pain (seriousness criterion intervention required). In (B)(6) 2014, the subject experienced endometriosis. The subject was treated with analgesics, surgery (initially tried pain medication, subsequently required bilateral salpingectomy and left oophorectomy) and surgery (ambulatory surgery: bilateral salpingectomy and left oophorectomy). At the time of the report, the pelvic pain and endometriosis outcome was unknown. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The investigator considered endometriosis to be unrelated to fallopian tube occlusion insert. The reporter commented: outcome was undetermined, patient terminated from study on (B)(6) 2014 after the devices were removed and will be followed outside of study. No further information related to the outcome of her ae's is available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Pregnancy test - on (B)(6) 2012: negative. Hysteroscopy for essure insertion - on (B)(6) 2012: result: adequate visualization of both ostiae, bilateral successful placement, duration of insertion 2 minutes, left tube trailing length 3 coils, right tube trailing length 6 coils, no adverse events during placement or in the recovery area, subject rated her overall satisfaction with placement as very good. Pathology report with essure removal- on (B)(6) 2014: result: after submission of the entire specimen in part c and review of original slides, small foci of possible endometrial stroma and epithelium noted within hemorrhage associated with the ovary and predominantly the fallopian tube consistent with endometriosis. Pathology final diagnosis: (a) essure coils removal (gross examination only, 2.0x1.0x0.2 aggregate of coiled wire fragments, no tissue attached). (B) fallopian tube, right, salpingectomy: fallopian tube with no significant histopathological findings. (C) ovary and fallopian tube, left, salpingo-oophorectomy: ovary with benign hemorrhagic cysts. Fallopian tube with no significant histopathological findings. Most recent follow-up information incorporated above includes: on 28-jul-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This (B)(6) year old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure® micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 02045) had fallopian tube occlusion insert (batch no. A20056) inserted. The report describes a case of pelvic pain ("pelvic pain") and endometriosis ("endometriosis"). Medical conditions: subject's last menstrual cycle before essure insertion occurred on (B)(6) 2012, insertion on day 7 of cycle, subject did not receive hormonal manipulation to promote atrophic or proliferate endometrium prior to placement procedure, no anesthesia used during procedure. Concomitant products included ketorolac tromethamine (toradol) on (B)(6) 2012. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On the same day, the subject experienced pelvic pain (seriousness criterion intervention required). In (B)(6) 2014, the subject was diagnosed with endometriosis. The subject was treated with analgesics, surgery (initially tried pain medication, subsequently required bilateral salpingectomy and left oophorectomy, ambulatory surgery). At the time of the report, the pelvic pain and the endometriosis outcome was unknown. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The investigator considered endometriosis to be unrelated to fallopian tube occlusion insert. The reporter commented: outcome was undetermined, patient terminated from study on (B)(6) 2014 and will be followed outside of study. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Pregnancy test on (B)(6) 2012: negative. Hysteroscopy for essure insertion on (B)(6) 2012: result: adequate visualization of both ostiae, bilateral successful placement, duration of insertion 2 minutes, left tube trailing length 3 coils, right tube trailing length 6 coils, no adverse events during placement or in the recovery area, subject rated her overall satisfaction with placement as very good. Pathology report with essure removal on (B)(6) 2014: result: after submission of the entire specimen in part c and review of original slides, small foci of possible endometrial stroma and epithelium noted within hemorrhage associated with the ovary and predominantly the fallopian tube consistent with endometriosis. Pathology final diagnosis: essure coils removal (gross examination only, 2.0x1.0x0.2 aggregate of coiled wire fragments, no tissue attached). Fallopian tube, right, salpingectomy: fallopian tube with no significant histopathological findings. Ovary and fallopian tube, left, salpingo-oophorectomy: ovary with benign hemorrhagic cysts. Fallopian tube with no significant histopathological findings. Most recent follow-up information incorporated above includes: on 6-jul-2017: outcome of the events was confirmed (no further information related to the outcome of her ae's is available) and pathology reports ((B)(6) 2014 essure removal) were added. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.